Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications but not confirmed if the unit was in use. The root cause was determined to be a defective battery. In consequence the correction to replace the battery corrected the issue. There was no patient or user harm.

Event description:
Hi (B)(6) , another case of the message displaying "battery 2 defective" when the battery was installed in the t1. This battery was installed in a different t1 with similar results and the leds do not light up on the fuel gauge when the test button is pushed.